Manufacturer narrative:
Investigation results: visual investigation: the product is in a used condition. The cutting edges are blunt and partially damaged. Therefore, drilling has to be done with a lot of force. Due to the blunt cutting edges and the high effort required, it can happen that the perforator does not release at the intended moment. The cutting edges may have been damaged by normal wear and tear or incorrect handling. Repair check: since that date, three repairs could be found within our database (february 2017, april 2017 and january 2018). During the last both repairs, blunt cutting edges had to be resharpened. The last repair was almost three years ago. Batch history review the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures: on the basis of the current information and investigation, a clear conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with te563 - spare cutter f/gb304r/gb305r/gb308r. According complaint description it was reported, that a combination with msu was used to remove chronic subdural hematoma. Perforated near the right temporal, the inner cylinder (the perforator blade) was not released and the blade stopped after about 1 cm damage to the brain parenchyma. In other words, the blade failed to disengage at the level of the skull, and the blade continued to drill into the brain. The burr hole could not be opened easily, but the surgeon checked inside the hole. He could see the brain surface. No infection. There was a life threatening situation. Brain parenchyma, postoperative bleeding. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).